Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation and pain at the ipg site. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
The reported event of ineffective therapy was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.